Event description:
It was reported that the patient's alarm sounded. "On (B)(6) 2012, the infusion pump beeped for the ampule to be replaced, but the home care had not bought the medication and the patient was without medication from (B)(6)." The patient had a rigid body, muscle contractions, increased heart rate, and became agitated due to being without medication. The patient was admitted to the intensive care unit on (B)(6) 2012, where he received unspecified intravenous medications and a tracheostomy was performed. It was noted that the patient did recover from his symptoms. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).